Event description:
Customer reported a couple of slides where no trigger cells were present during the 22 fields of view (fov), but lsil cells were picked up on the manual scope. Cas asked to review these potentially discrepant cases, but customer did not have any pulled for viewing. Cas suggested that customer save these cases moving forward so cas can review and could possibly send them to corporate for further research.